Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap will not tighten or unscrew from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/3014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there were multiple cracks near the pump case seal. The battery cap revealed stripped threads and testing confirmed that the cap would not secure properly to the pump. The battery cap¿s height was out of specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.